Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the cgm reportedly displayed a reading of ¿low,¿ while a fingerstick measurement indicated a bg value of 510 mg/dl. During this time, the patient experienced dizziness, vomiting, and decreased responsiveness. While at school, the caregiver administered insulin via injection. At the time of the report, the patient¿s condition was not specified. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.